Manufacturer narrative:
Product analysis: the full lead was returned, analyzed, and the helix of the lead was extrinsically bent. The distal conductor was extrinsically distorted due to kinking/buckling. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The helix of the lead had an out of specification analysis result for extension/retraction due to greater than indicated number of turns to extend. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a right ventricular (rv) lead was attempted but not used during implant due to a placement issue. The physician noted that the lead helix would not extend inside and outside of the body, and that the lead may have been kinked. The lead was explanted and replaced. No patient complications have been reported as a result of this event.